Event description:
It was reported that there was a power-on-reset (por) condition after the patient went through an airport security system. It was noted that the error code was 0400, a parity por error. It was noted that the patient lost therapy as a result of the event. It was further noted that the por was cleared and therapy was successfully restored.

Manufacturer narrative:
Concomitant products: product ID 37746, serial# (B)(4), product type programmer, patient; product ID 37754, serial# (B)(4), product type recharger; product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2013, product type lead; product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2013, product type lead. (B)(4).

Manufacturer narrative:
(B)(4).